Event description:
It was reported that the device prematurely triggered the elective replacement indicator (eri) due to high battery impedance. The device was explanted and replaced. It was also reported that there was unstable and low impedance on the atrial lead. A lead fracture was suspected. The lead was explanted and a new lead was attempted to be implanted, however the lead was not implanted due to patient anatomy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID p1501dr, implanted: (B)(6) 2007; 5076-58, implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.